Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user performed ghost meal announcements on the ilet in an attempt to lower elevated blood glucose, indicating use of meal entries as corrective dosing. Symptoms included hyperglycemia. Outcomes included no alerts or alarms reported and no hospitalization. Investigation included complaint intake with troubleshooting and user education. Investigation of this case revealed user technique inconsistent with intended use, specifically using meal announcements as a correction method. It was concluded that the event resulted from user practice rather than a device malfunction, and education was provided to reinforce proper operation.